Event description:
While servicing a coulter lh 500 hematology analyzer in a customer's facility, a beckman coulter field service engineer (fse) identified the probe arm was not descending completely, and a pinch valve, pv68 was broken. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the probe was not going down all the way and pinch valve pv68 was broken. The fse tightened loose screws on the probe arm and replaced pv68 resolving the associated issues. (B)(4).